Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump got wet and alarmed weak battery and bad battery. Customer also indicated that the pump makes strange noise during the night. The customer's blood glucose reading was 324 mg/dl at the time of incident. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage was found on the electronic and motor assembly. No moisture damage was found inside the insulin pump noted. No noise anomaly noted during our testing. The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test and all operating current test were normal. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked on the reservoir tube lip, cracked reservoir tube window thru reservoir tube and broken battery tube threads.